Event description:
It was reported that during patient use, the ventilator was alarming. The patient was removed from the ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated.